Event description:
In 2007, a patient/lay person informed a customer care associate, cca, that her ultra meter would not turn on. The cca determined the meter was displaying the low battery icon, which warns the user to change the battery. The patient allegedly had been unable to find a battery to purchase since the low battery icon first displayed three months earlier. She also has not had an opportunity to continue looking for a battery due to her husband's recent death and difficulty walking. This senior medical affairs specialist spoke with the patient eleven days later. The patient confirmed that she had been very depressed since her husband's death. She also hurt two discs so that "my sciatica is bad." When she no longer could test, she continued taking her usual 18 units of u500 three times a day. At times she knew, her blood sugar was low after taking the u500 that she had been placed on over a year ago. Per the literature, u500 is given to obese patients who are insulin resistant. She also was taken off of prednisone and placed on another medication for copd that increased her blood glucose and made her ill. Reportedly, the patient had been "short of breath with pressure on [her] heart" since the power issue and "being unable to test." Around 2:00 a.m, one day after the report date (12 hours after calling customer service), the patient could not catch her breath. Several hours later, a friend took her to the ER from which she was admitted for five days with a diagnosis of copd, asthma, and elevated blood glucose that was above 500. The copd medication was discontinued and replaced again with prednisone. Although the meter functioned as expected (gave a low battery prompt), the complaint is considered an adverse event based upon the patient allegedly being admitted with a blood glucose over 500 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.